Event description:
Customer reported tubing separated fromthe male luer lock adaptor on this set. Nurse taped connection so patient's blood therapy could continue. No patient injury has been reported at this time. Samples have been decontaminated and are available for evaluation.